Manufacturer narrative:
The user reported that "there was very little resistance before the io tripped" and that they didn't get penetration of the infusion tube into the sternum. The device wasn't returned, so no further investigation could be conducted. Discussions with the ambulance service from where the incident occurred demonstrated that it was a training issue. All staff were retrained by their internal training department and successful use of the device was achieved thereafter. No other complaints were received from the same batch.

Event description:
Insertion difficulty: "the io did not penetrate the sternum". (B)(4).